Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 06/28/2005 to present date (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device failed binary testing during the preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed binary testing during the preventive maintenance. There was no patient involvement.